Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, provided info indicates pt infection caused device loosening, which contributed to the device fracture. The length of time implanted (19 years) could also be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be reopened.

Event description:
Pt revised to address fractured femoral component, osteolysis and polyethylene wear.